Manufacturer narrative:
On 11-dec-2020, it was found that an incorrect statement regarding the patient's symptoms was included on the initial report. Manufacturer's reference number: (B)(4) in b.5 on the initial report(mwr-26092020-0000812382), a statement "a 40-year-old female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture operatively." Is incorrect. The correct statement is "a 40-year-old female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture postoperatively."

Manufacturer narrative:
On (B)(6)2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
On (B)(6) 2020, the analysis was completed based on a photo that was provided. Investigation summary: during visual evaluation of the picture, no apparent damage or visual anomalies were observed on the product. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced bilateral grade iii capsular contracture operatively. The patient had a consultation with a healthcare professional on (B)(6) 2020. After ultrasound was performed, the patient was diagnosed with grade iii capsular contracture. As a result, the patient underwent removal and replacement with unspecified breast implants on (B)(6) 2020. The date of birth was estimated as (B)(6) based on available information. This report is for one of the reported prostheses.